Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to flattened button dome switch. The device had minor scratched display window, cracked reservoir tube lip, and cracked case at display window corners.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was unknown. Customer's father reported he did not recall any significant event that may have caused the device to alarm. Customer's father was advised to revert to back up plan. No further information reported.